Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was duplicated and the cause isolated to a scope socket failure, preventing communication with the unit. Additional evaluation findings are as follows: 1.) Rust was noted on the top cover, chassis and front panel; 2.) Non-olympus lamp was found installed in the unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "b30" occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the scope socket failure could not be determined. Error b30 indicates scope communication error as a message that is displayed when the device fails to load scope identification data to hardware. The registry error mainly occurs when foreign material or moisture is adhered to the electrical contacts. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.